Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported there is a defect in the catheter itself at the hub-catheter connection. It is a very slight hold, and it leaks. Line leakage was discovered on 04/18/26, line was placed on (B)(6) 2026 (20/10 pg) to rt basilic vein. No further information was provided.